Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a balloon catheter was stuck on a guide wire. The lesion location is unk. The tortuosity of the vessel is unk. The degree of stenosis and calcification are unk. The maverick 2 monorail 20mm x 2.0mm balloon catheter "locked up on the wire." No pt injuries or complications were reported. The pt's status is reported as "fine". Attempts to obtain further info were unsuccessful.

Manufacturer narrative:
The complaint device was not returned, therefore, product analysis was not possible. Without an analysis of the complaint device it is not possible to confirm the reported event and inspect the device for possible root causes. The manufacturing records for the reported batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications at the time or release to distribution.